Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 20 mg/dl. Reportedly, the customer's family member called an ambulance and the customer was taken to the emergency room (ER) and subsequently hospitalized in the intensive care unit and treated intravenously with fluids of glucose. Customer was released from the hospital on (B)(6) 2023 with issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process and a replacement pump was sent to maintain customer satisfaction. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.